Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part number: 03.835.010. Synthes lot number: 9945477. Manufacturing site: hägendorf. Release to warehouse date: 12. July 2016. A review of the device history record(s) and the non conforming report showed that there was no issues during the manufacture of the product, that would contribute to this complaint condition "device borken". Visual inspection: the synfix® evolution screwdriver (p/n 03.835.010 lot 9945477) was received showing a portion of the distal tip nicked. The complaint condition is not confirmed. Device failure/ defect identified? Yes, the tip of the screwdriver is nicked. Dimensional inspection: the ø 3.2258mm tip of the screwdriver got measured. Drawing: stardrive straight driver blades. Outer diameter: ø 3.2258 +/- 0.1mm. Measured diameter = ø 3.23 mm. Conclusion: the measuring result does show conformity. No product design issues or discrepancies were observed during this investigation document/ specification review: the following drawing(s) was reviewed: screw driver synfix evolution screw. Screw driver shaft synfix evolution screw. Drawing: stardrive straight driver blades. A review of the manufacturing record evaluations was performed for the finished device lot number, and no non-conformances were identified. Complaint confirmed? No. Investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection, it was observed that the screwdriver was broken. There was no known patient or hospital involvement. This report is for 1 of 1 for (B)(4).